Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error twice during bolus. First time about a month ago and the second two weeks ago. Device was not exposed to a magnetic field. Customer does use the sensor feature and is able to complete the rewind sequence. Most blood glucose value is 118 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The insulin pump was received with no unexpected motor error alarms noted and the motor was tested outside of the unit and passed. Also, the insulin pump passed displacement, rewind, basic occlusion, prime/a33, occlusion and excessive no delivery tests. The insulin pump has cracked lcd window, cracked case at the lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.